Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons on the insulin pump were difficult to press. The customer¿s blood glucose level was 359 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Unit passed self test.